Event description:
It is reported that the mis tibia had collapsed into varus and was revised. During revision, it was also discovered that the spine on the articular surface had also fractured.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.